Event description:
It was reported that the antenna rubber coating was coming off and the patient could see the wires inside. It was noted that the recharger was not able to connect with the implantable neurostimulator (ins). It was noted that the patient was last able to charge 2 to 3 weeks ago. It was noted that the patient normally recharged every 2 to 3 weeks. It was noted that the patient pressed the green button and the recharger turned off right away and was not providing any error number. It was noted that the patient did not get any of the coupling boxes colored in. It was noted that the patient had the charger on for a long time and it was not charging. It was noted that the reporter met with the manufacturer representative and the manufacturer representative recharger connected right away verifying the ins was fine. It was reported that the recharger antenna was damaged. It was noted that the anomaly appeared to have occurred through product use. It was reported that there was a coupling problem and the patient was only able to get one bar. It was noted that the patients spouse thought it could be the fact that implant movement might be an issue, since the health care professional (hcp) had to create a pocket for the implantable neurostimulator (ins). It was noted that the implant was the same as in the past. It was noted that the patient had been trying to recharge all week. It was noted that they agreed to have a new recharger sent to the patient. It was noted that the patient was not getting any coupling right now and they ¿used to¿ get one coupling bar. It was noted that the patient was likely in overdischarge. It was noted that the patient did later get coupling again and the patient programmer showed low ins battery. It was noted that it would not do telemetry. It was noted that now the patient was able to get 4 coupling bars. It was reported that the patient thought the implantable neurostimulator (ins) turned off but was able to get 4 bars with twisting antenna dial. It was noted that they would try a new recharger. It was noted that the anomaly appeared to have occurred through product use. Analysis found that the antenna had a component failure. Additional information received reported the patient received assistance from their doctor or rep and their concerns were resolved. It was also reported the patient was still having concerns with their device or therapy but was working with their doctor and rep. It was reported they were having pre-surgery testing done for replacement of generator. Additional information received reported diagnostics were not performed. It was reported the patient had gained weight and the battery appeared deeper now. It was reported they were able to get 4 bars and stimulation was effective. It was reported the patient was getting a battery replacement scheduled for (B)(6)-2014. It was reported the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# (B)(4), product type recharger, product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998, lot# la4905, implanted: (B)(6) 2002, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was later reported that they were unable to interrogate with the clinician programmer due to it likely being in overdischarge state. The implantable neurostimulator (ins) had moved in the pocket and the patient was having difficulty recharging. The difficulty recharging had started about a month prior to the (B)(6) 2014. It was noted that typically the patient recharged once every two weeks and the patient ran the ins around 4.0v with one program at a time. It was noted that the manufacturing representative was going into a case to replace the ins. Additional information received reported patient had a battery replacement on (B)(6) 2014 and was getting good coupling/coverage. No malfunctions were seen or cause determined.